Event description:
Three pts underwent the hemodialysis treatment which used rexeed-ax, and occurred the extreme decrease of platelets. Pt 1 of 3: pre-dialysis platelet count 125 giga/l, to post-dialysis 11 giga/l each.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (B)(4). The actual dialyzer was not returned to us for investigation and the lot number was unk. Thrombocytopenia could occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as pt condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, combined medicine including anticoagulants and others. The caution for this event is described in instruction for use. The symptom was reported to published scientific article entitled "use of electron-beam sterilized hemodialysis membranes and risk of thrombocytopenia": jamma, october 19, 2011.